Manufacturer narrative:
There is an instruction that states, "do not fold, sit on, or lie on water bottle during use". There is an instruction that states, "never use boiling water in water bottle, even very hot tap water can cause burns". Consumer has not returned the product.

Event description:
Consumer alleges his father leaned against the hot/cold water bottle on his back and it ruptured causing burns to his left leg and gential area. There was not a report of property damage with this incident.